Manufacturer narrative:
Continuation of medical devices: lnq11 icm implanted: (B)(6) 2014.

Event description:
It was reported that the right ventricular (rv) lead was undersensing. It was noted that the patient had felt nauseous since the device implant. The rv lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.